Manufacturer narrative:
X-smart plus cartridge: various mechanical problem. The ball bearing of the cartridge is broken. (The balls are more in the ball bearing) x-smart plus head assembly: shock (user). I see an mark on the head caused by shocks. X-smart plus head cap: various mechanical problem. The push button is blocked. X-smart plus wave washer: various mechanical problem. Rusted. X-smart plus bearing retainer: various mechanical problem. Rusted. X-smart plus drive shaft: various mechanical problem. Rotation not fluid. Replaced 1 x xp cartridge h1033c1051015, 1 x xp head cap h1033c1051050, 1 x xp bearing retainer h1033c1051113, 1 x xp wave washer h1033c427a360, 1 x xp drive shaft h1033c1051022 and 1 x xp head assembly h1033c1051011.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle would not hold files. No injury resulted.